Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the manufacturing directions of the involved lot were reviewed and met all release criteria. Historical review of this complaint event determined it to be low occurring. High gas-producing organisms such as the isolates identified by the customer, clostridium perfringens, are a known hazard when enclosed in the bottle, as they can produce enough gas to cause the septum to bulge, and in rare cases, can leak through the inoculation hole or the crimp seal, if left incubating too long, post positivity. The root cause of this complaint was determined to be process related.

Event description:
A customer in (B)(6) notified biomérieux of blood leakage outside the bact/alert® fn plus bottle (reference 410852). The customer reported they observed blood leakage from the metallic seal on the neck of the bottle which contaminated several parts of the instrument. The customer performed a subculture on the bottle confirming a positive result of c. Perfrigens. On saturday (B)(6) 2017 the patient was hospitalized following pain symptoms in the abdominal and gastric region. Blood collection was performed (2 sets), and two (2) bottles flagged positive during the night. The technician recovered the bottles and noticed the blood leakage. The bottles were placed under the safety cabinet to equilibrate and vent them. The pressure inside the bottles was so high that gas sprayed out into the cabinet as the laboratory technician proceeded to aliquot for culture. During testing, the patient's condition worsened and the patient expired. An autopsy confirmed the cause of death to be cid. The customer confirmed that biomérieux product was not the cause of the patient's death. An internal biomérieux investigation will be initiated. It is a known hazard that gas producing organisms enclosed in the bottle can have a buildup of gas and cause the septum to bulge and in rare cases may leak through the inoculation hole. Per the instructions for use, laboratory procedure, "caution: general caution should be taken when sub culturing positive culture bottles as they could have been overfilled or contain high gas-producing organisms. Positive culture bottles contents may be under increased internal pressure. Positive culture bottles should be transiently vented before staining or disposal to release any gas produced during microbial metabolism.